Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a failure in the defibrillation button. No patient involvement was reported.

Event description:
The customer reported a failure in the defibrillation button. No patient involvement was reported.